Event description:
It was reported that a gav 2.0 shunt system (#fx153t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the components were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the gav 2.0 is not operating within the acceptable tolerance in both positions. A slowed outflow of gav 2.0 in both positions could be determined. Internal inspection: after dismantling of the valves, deposits were found inside. Results based on our investigation results, we can determine that there is a slowed outflow at the gav 2.0. The deposits visible in the valve have led to the change in flow rate. Furthermore, we can determine visible deposits in the pediatric control reservoir. The deposits did not affect the technical properties at the time of the investigation. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the ventricular catheter revealed no functional deviations or other abnormalities. The catheter is operating within specifications. The examination of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory action is required from our point of view.